Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A getinge field service engineer evaluated the unit and was able to reproduce the issue. The fse observed that the image on the display was shaking and reconnected the monitor, display cable, after which the device functioned normally upon testing. No parts were replaced, and the unit passed all functional and safety checks per factory requirements.

Event description:
The customer reported that during machine testing, the cardiosave intra aortic balloon pump (iabp) experienced a malfunction. The unit had been stored in a warehouse for a prolonged period without use. During testing, the monitor display was observed to flicker, making the displayed information difficult to read. No patient involvement was reported.